Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. The screwdriver was confirmed to have a tip fracture. Manufacturing files were reviewed and no issues were found. The fragment was retrieved but not returned. The likely root cause is due to normal wear.

Event description:
It was reported that; draw rod tip broke when screw was being inserted.

Event description:
It was reported that; draw rod tip broke when screw was being inserted.